Event description:
We have had a monitoring device manufactured by life sensing instrument located in (B)(4), in our cardiac rehab and we believe they are not a sound company. The software fails/locks up quite often, they have almost no support for the equipment, they were sending us software upgrades almost every week for a while, and never did get our laptop working right which we purchased from them. It has impaired our ability to safely monitor pts. They also told us our transmitters were digital and it turns out they are analog. I can't believe they are allowed to make medical equipment and I can't believe they are following all the FDA mfg regulations and quality control. They also say you get free loaners and free software upgrades for life on all their quotes, but then we got a bill for the loaner, and they say we can't have the new software upgrades on our system.